Event description:
Patient had right shoulder arthroscopic repair on [redacted]-approximately 1 year ago. Imaging on [redacted]-8 months later- showed radiodensity which may represent suture anchor. Also noted on CT [redacted]-9 months later. On [redacted]-10 months later, patient returned to or for remove of suspected retained metal fragment from an anchor inserter. The foreign body was successfully removed.